Event description:
Reporter alleged part of the expiration date on the test strip vial was rubbing off or faded. No actions or treatment was reportedly received as a result .a request was made for the return of the suspect device and replacement product was sent.